Event description:
User facility medwatch report received. Medwatch report states: the pt was admitted to the hospital for removal and revision of his recalled asr depuy right total hip that had been placed on (B)(6) 2007. The pt has had progressive pain for the past year and a half. The pain has become debilitating. Preoperative eval showed evidence of loosening of components and rotation of the cup. Preoperative eval for infection was negative. Lot numbers and catalog numbers listed are for the depuy asr acetabular cup and the uni femoral implant. The prosthesis in the possession of exempla corporate risk management. Additional info from the user facility report: ztt proximal sleeve lot# 2238334. (B)(4), s-rom total hip system femoral stem standard lot# 2395256, (B)(4) and depuy asr taper sleeve adaptor lot# 2368602. (B)(4). The prosthesis is in the possession of exempla corporate risk management.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional info from the user facility report: (B)(4): asr depuy total hip system, (B)(4): model# unk, catalog# 9998-00-756, serial# unk, lot# 2401969, 2422432,